Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for fatigue and abdominal pain. Blood cultures were positive for propionibacterium acnes. The patient was started on intravenous antibiotics. It was later reported that the patient developed acute aphagia and right-sided weakness on (B)(6) 2022. A head computed tomography (CT) scan demonstrated moderate size left posterior frontal intraparenchymal hematoma and small subarachnoid hemorrhage. No intervention was performed, and anticoagulation was held. The patient's condition did not improve, and the patient was transitioned to palliative care on (B)(6) 2022. The pump was turned off and the patient passed away the same day.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (infection, hemorrhagic stroke, and patient outcome) cannot be conclusively determined. Cosmetic damage to the pump cable was confirmed via an image provided by the account. The controller event log file contained relevant data spanning from (B)(6) 2022 at 11:50:00 to (B)(6) 2022 at 10:10:59, per the timestamp. Following the initialization of the system controller, the device appeared to have operated as intended at set speed. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 lists infection, death, bleeding, and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 lists infection as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This section also provides information regarding recommended anticoagulation therapy and international normalized ratio values. Section 6 instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 provides additional instructions regarding driveline care. Section 8 states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Care instructions regarding preventing infection are provided in various sections of this document. The heartmate 3 left ventricular assist system patient handbook, rev. D, contains the following information: section 4 contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to keep the driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 5 cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.